Manufacturer narrative:
This report is submitted on february 27, 2023.

Event description:
Per the clinic, the patient developed an infection around the abutment site. Subsequently, the patient underwent a skin revision and removal of the abutment under general anesthesia (specific date not reported). The implanted device remains.